Manufacturer narrative:
It was reported an internal component failed, causing a small burn in the cover of the pad. Upon examination, the 3/4" diameter burn hole in the fabric foundation was caused by a broken thermostat wire that sparked. A CAPA project ((B)(4)) is nearing completion to resolve this problem. In this case, the pad was folded and bunched in a way that suggests an excessive force was applied to the pad near the break.

Event description:
It was reported an internal component failed, causing a small burn in the cover of the pad.